Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating excessive no delivery, motor error alarm and high blood glucose readings on the insulin pump. The customer's blood glucose reading was 433 mg/dl. The customer treated with a manual injection. The customer stated that he woke up with a motor error and when he checked the alarm history, he found out that there was a no delivery alert. The customer stated that the alarm did not occur during manual prime. The customer's current blood glucose reading is 334 mg/dl. The customer did not have time to troubleshoot for motor error and no delivery.